Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juey1044 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported "clips that secure catheter in place are coming unclipped." It was stated, "there was no patient harm. The moveable posts were inserted in the wings and the statlock was applied to the chest area, below the exit site of the catheter. Nurses have taken to taping oved the gates to keep it secure."